Event description:
Nasal cannula - adult - high flow - product # 1600hf - and - product #1600hf-25-by salter labs comes apart at two separate places. 1st place is at the bend of the cannula to the tubing; 2nd place is at end of cannula connection to tubing - green - to inset in flow meter.